Manufacturer narrative:
The used mc100 microclave clear neutral connector was confirmed to have internal leakage. The used mc100 microclave clear neutral connector had seal tearing damage typical of access with an incompatible mating device. The probable cause of the confirmed leakage is typical of seal damage resulting in internal leakage typical of access with an incompatible mating device during use. The dfu states: connectors are compatible with iso male luers having an internal diameter between 0.062¿ and 0.110¿. A lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. Additional contact information - distributor: mr (B)(4).

Event description:
The event involved a microclave¿ clear neutral connector. The customer reported that the microclave was found leaking total parenteral nutrition (tpn) into hub; no longer closed system. The IV pump was ringing occluded. The customer replaced the microclave with a new one and the issue was resolved. The incident happened during patient use, however, no harm was reported as a consequence of this event.